Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not working properly. During surgery, the dermatome was skipping. An alternate device was used to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On (B)(6) 2018, it was reported that the device was not working properly, since the device was skipping. On may 11, 2018, it was clarified that the issue occurred during surgery. This was the first time this issue occurred and it is not a new device. There was no medical intervention or additional surgical procedure required. There was no harm or injury reported. Another device was used to complete the surgery. There was no extension or delay to the procedure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) once as documented in the repair reports in livelink. The last repair was august 4, 2009 where it was reported that the device does not work and the head, thickness control lever, bearings, motor, o-ring, control bar, reciprocating arm, seal and retaining ring and poppet assembly were replaced. This is not a related issue. Product return of the air dermatome by (B)(4) on (B)(6) 2018 revealed that the motor was corroded and was measuring 4,600 rpm. The reciprocating arm and lever were both worn. The control bar and calibration was out of specification. The blade position failed during incoming testing. Repair of the air dermatome was performed by (B)(4) on may 22, 2018 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, aluminum lever, ball plunger, reciprocating arm and control bar. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not working properly, since the device was skipping¿ was confirmed since during initial inspection the motor was noted to be corroded which could cause the device to be erratic and skip. The cause of the device not working/ skipping was due to the corroded motor since it could cause the device to be erratic and skip. The root cause of the device not working/ skipping could not be determined since it is unknown how the motor became corroded. The issue was resolved with the replaced motor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.